Manufacturer narrative:
Analysis determined that the test unit showed field generator was not connected. There was a connection failure. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information regarding a navigation device being used for a cranial resection procedure. It was reported that the emitter showed disconnected in the software. The axiem box would jump from red and green. A manufacturer representative switched out the emitter with a known working one and the issue was resolved. There was less than an hour delay to the procedure. There was no impact on the patient¿s outcome.